Event description:
As reported by a journal article "comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus", a retrospective review was performed with 929 patients who underwent a transcatheter aortic valve replacement (tavr) with a 23mm edwards sapien 3 valve. The study period was from july 2015 to december 2018. This complaint is for one patient with a device complication in which after being implanted with a 23mm sapien 3 valve, a second 23mm sapien 3 valve was implanted during the same cath lab visit.

Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. The investigation is ongoing. Reference for article: jin r, cox ej, reynolds br, curtis bd, hodson rw, reed mc, gafoor sa, grunkemeier gl, forrester md, ring me. (2022). Comparison of 26-mm evolut and 23-mm sapien 3 valves in tavr for small aortic annulus. J invasive cardiol. 2022;34(6): e433-e441. Epub 2022 may 19.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Additional information was requested, but not forthcoming. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, reoperation is listed as a potential risk associated with the overall procedure. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve requiring intervention was unable to be confirmed due to no relevant imagery and medical records being provided for evaluation. In addition, the valve serial number was not provided. As a result, manufacturing non-conformances were unable to be determined. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), reoperation is listed as one of the potential risks associated with the device and transcatheter aortic valve replacement (tavr) procedure. In this case, the valve was not available for evaluation. The reason for the valve-in-valve between 1 month to 1 year post-tavr procedure is unknown. In this case, although a definitive root cause was unable to be determined, patient factors and/or procedural factors not provided may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of eight manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2022-10229, 2015691-2022-10230, 2015691-2022-10231, 2015691-2022-10253, 2015691-2022-10270, 2015691-2022-10275, 2015691-2022-10284. The investigation is still ongoing.